Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted left bundle branch pacing procedure, the lead exhibited unstable thresholds. The lead was not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.